Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose level (350 mg/dl) the customer reported not giving enough insulin for the carbs consumed. The customer delivered a correction bolus with the pump.